Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose levels were 510 mg/dl and 430 mg/dl. The customer had been using insulin pump within 48 hours of high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer was neither in emergency room, admitted into hospital nor emergency medical services dispatched as a result of high blood glucose level. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.